Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 6/5/2025.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. The patient reported two instances in which each event has similar details but occurred on different event dates. Please see the following related complaint record (B)(4).

Event description:
It was reported that a patient experienced an issue with alert/notification settings on two separate occasions, both involving similar circumstances but occurring on different dates. The most recent incident occurred around (B)(6) 2025. The patient experienced a significant drop in blood glucose levels, believed to be in the 50s mg/dl range. However, there was no available data indicating the cgm (continuous glucose monitor) system's behavior at the time. The cgm receiver reportedly failed to issue an alert, resulting in the patient losing consciousness while in the bathroom. According to the patient¿s son, she passed out on a bathroom chair and subsequently fell to the floor. She was able to use the call cord button to summon help. The patient reported symptoms including feeling faint, overheated, a racing heart, and shaking. She attempted to self-treat with candy and juice before being transported to the emergency room via ambulance. The exact discharge date is unclear but was estimated to be 3¿4 days post-admission. A similar episode was reported in (B)(6) 2024, involving comparable symptoms and circumstances. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.